Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was t-wave oversensing (twos) post ventricular pace on the right ventricular (rv) lead that lead to loss of cardiac resynchronization therapy (crt). Follow up concluded that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.